Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was hospitalized approximately 4 years post-implant with an inr of 10 and a retroperitoneal hematoma. The patient had been on anticoagulation therapy for treatment of a dvt. It was noted that the retroperitoneal hematoma likely represents spontaneous bleeding from the excessive anticoagulation. The hematoma did not appear to be the result of a ruptured aaa. The aneurysm appeared to be juxtarenal or with a very short and inadequate neck, and the stent graft appeared to be low in this area, suggesting a possible migration. No endoleaks were seen on the CT. No additional clinical sequelae were reported, and the patient is fine. A review of returned films pre-implant shows that the proximal neck diameter at the renal arteries was 21 x 27mm, and 2cm distal measured 40 x 44mm. The maximum aaa diameter was 5.5cm. Post-implant films show that the sent graft was approximately 4cm below the sma; the neck diameter at the renal arteries was 29 x 39mm, and at the proximal stent graft measured 39 x 43mm. The maximum aaa diameter was 6.8cm. Both limbs were severely angulated within the distal sac; aneurx limbs appeared to have been placed. No endoleak was seen. Earlier post-implant films were not provided; the original placement of the bifurcate is unknown. The cause of the migration is uncertain; disease progression (neck dilatation) may have contributed.

Manufacturer narrative:
(B)(4). Methods: films. Results: migration, hematoma. Disease progression with aortic neck dilatation. Anticoagulation therapy. Insufficient information; cause is unknown. Conclusions: migration, hematoma. Disease progression with aortic neck dilatation. Insufficient information; cause is unknown.